Manufacturer narrative:
The expected product 24601-b007t or photo was not returned by the customer. Instead one used 500ml braun eva mixing container, model # 2260-0500, was received. Therefore, the customer complaint of cracked tubing could not be verified due to the correct product not being returned for failure investigation. A device history record review could not be performed on model 24601-b007t because a valid lot number was not provided. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the alaris pump module smartsite texium low sorbing infusion set experienced device damage/deformation. The following information was provided by the initial reporter: product ¿ 24601-b0007t, lot number 20038494. Description ¿ crack in the tubing. No patient harm.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided an invalid lot # as 20038494. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the alaris pump module smartsite texium low sorbing infusion set experienced device damage/deformation. The following information was provided by the initial reporter: product ¿ 24601-b0007t, lot number 20038494. Description ¿ crack in the tubing patient harm..